Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, the device was received with excessive failed battery test and weak battery alarms due to high impedance battery connector. The unit had cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer was taken to the hospital with high blood glucose of 441mg/dl. The caller stated that he does not know if the insulin pump failed sometimes the night before and the customer did not notice. The caller mentioned that the past week the customer was getting several battery alarms and the battery was changed. The caller stated that the device has been replaced due to the same issue. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.